Event description:
It was reported that during a procedure involving the 2af283 artic front catheter, 4fc12 flexcath sheath, and achieve mapping catheter, the patient experienced a significant drop in blood pressure a few minutes after the transeptal puncture. Pericardial effusion was confirmed by echocardiogram during the procedure. Pericardiocentesis was performed as an intervention. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 2af283, product type: balloon catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: transeptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.